Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2025-12426. It was reported that the patient's left ventricular (lv) lead and implantable cardioverter-defibrillator (ICD) exhibited failure to capture. The lv lead had dislodgement. The physician elected to explant the ICD and capped the old lv lead and replaced them on (B)(6) 2025. The patient was recovering.